Manufacturer narrative:
(B)(4) the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Medical records were received from the patient's treatment facility. The patient presented to the emergency department with chronic nausea and vomiting with fatigue that began two weeks prior. She also complained of abdominal pain. She had experienced four syncopal episodes over the past week and a half. These occurred when she got up to go to the bathroom, including two episodes the morning of her admission. She did not produce urine. Admitting diagnosis included intractable unspecified vomiting with nausea, hypokalemia and unspecified syncope. Follow-up with the patient's nurse determined the nausea and vomiting was due to an allergy to sensipar.

Manufacturer narrative:
Clinical review of medical records did not reveal an allegation against fresenius peritoneal dialysis products. The diagnosis intractable unspecified vomiting with nausea, hypokalemia and unspecified syncope was unlikely due to fresenius products and likely due to a sensitivity to sensipar.